Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with pre syncope and a paced rate of 30 ppm. The pulse generator could not be interrogated. The device was explanted and replaced. The patient condition was doing well.